Event description:
It was reported to philips that the system gave an alert that the right wedge joystick was active at startup, which could impact booting up the system. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the ongoing procedure was performed when the issue happened. The procedure was completed as planned by releasing the wedge joystick. A philips remote service engineer inspected the system remotely and found the reported problem. Upon troubleshooting, rse found the geo-imaging module reported an error at startup due to an active joystick, possibly pressed unintentionally by users or objects. To resolve the problem, rse asked customer for releasing the joystick on geo module at table. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was completed as planned by releasing the wedge joystick. This did not affect the procedure. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.